Event description:
It was reported that the patient experienced a shocking sensation after being forced through a "high strength" security system. The implantable neurostimulator battery, thereafter, "shut down." Also, the device would not hold a charge after this incident. The device was subsequently removed and replaced. There was no injury to the patient, and the patient recovered without sequela. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3998 lot# v175498 implanted: (B)(6) 2009 explanted: na; extension model 3708240 lot# nkb009605n implanted: (B)(6) 2008 explanted: na; neuro adaptor model 3550 lot# n144377 implanted: (B)(6) 2008 explanted:na; programmer model 37743 lot# nke106010n; recharger model 37752 lot# nka112307n. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37712 serial # (B)(4) determined no anomaly was found with the ins. According to the trace report obtained from the ins, the total recharge count was 48. The last six recharge sessions recorded span a 7 month period. The shortest interval between charging was 20 days and the longest was 61 days with an average of 39.6 days. The computer longevity estimate based on the parameter information (a group) in the initial review was 11.53 days for low and 2.2 weeks for empty. The computer estimate does not reflect upper limit amplitude value of 10.5 volts. The last recorded recharge session done while the device was implanted was (B)(6) 2011. The device recharged for 29 minutes. The battery charged from 3.545 volts to 3.695 volts. The ins was recharged for analysis. The recharger had full coupling with 1 cm spacer between the antenna and the ins. The ins recharged for 5 hours and 10 minutes from 2.735 volts to 4.045 volts. A non-standard test was performed to check the discharge function of the ins battery. The ins was recharged to full and then set to specific parameters stated in the design history file (B)(4) (amp-10.5v, pw-400us, rate-60hz,e0(-), e1(+), and 750 ohm load). The output was turned on and the time recorded. The ins battery was allowed to drain until it went into the lock mode where the time was recorded on the trace report. The total discharge time was approximately 86 hours which was above average time for a new battery of 84 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.